Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the ECG ¿c¿ and ¿d¿ cable not being fully plugged into the distribution node (dn) pca, causing the belt to not recognize during falloff testing. The root cause for the loose cable was due to assembly error. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.